Event description:
Baxter technical service center identified fluid in pneumatic area of returned homechoice device. Historical info from a comprehensive investigation of this issue indicates the source of fluid to be a leak in cassette of homechoice set. No actual leak, pt injury, or medical intervention was reported at time of hardware return.